Event description:
Following a diagnostic angiogram, a 6f sts plus device was deployed and the pt was discharged two hours later. Two days post deployment, the pt developed swelling in the right groin. Duplex ultrasound revealed a false aneurysm; ultrasound compressin was attempted unsuccessfully. The pt received a thrombin injection (dose unk) two weeks later which resolved the aneurysm.